Event description:
It was reported that the procedure was rescheduled. An angiojet ultra system console and an angiojet zelantedvt catheter were used for a thrombectomy procedure. During preparation, the catheter pump was placed into the drawer and attached the catheter to the y-tubing. The drawer was closed and error 90 "ball pressure, restart system" came up. The system was restarted a couple of times but the same error occurred every time and drawer would not open. The unit was turned off, replugged and restarted, however error code 46 "control sw failure restart system" and error 65 "load cell failure restart system" came up. Turned off the master switch at the back of the console and restarted. The system recognized and prompted to prime the catheter but another error occurred. At this point, the procedure was cancelled and turned off the console. After 10 minutes, the unit was turned on and was able to recognize the catheter and open the drawer. While priming, check catheter for kinks error message came up and drawer was stuck closed again. The unit was turned off and restarted again but still error 69 "load cell out of calibration, restart system" came up. No patient complications were reported.